Manufacturer narrative:
A physical examination of the unopened pouch revealed a dark fiber attached under the right edge of the adhesive backed pouch holding the (B)(4) directions for use. It appears the fiber was caught under the edge of the clear pouch when it was applied at the (B)(4) distribution facility. This fiber was external to the sterile barrier and determined to be cosmetic only therefore this fiber is not out of specification. During the physical examination of the sealed pouch, a small piece of foreign material was found loose inside the pouch. This foreign material was measured, and found to exceed the maximum allowable size. An investigation was performed and it was concluded the event was an isolated incident. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter device was delivered to a distributor, and an issue was found with the packaging. According to the complainant, when the nasobiliary catheter device was delivered to the distributor, the sales representative noticed that there was foreign material between the package and pouch; the material was not inside of the pouch with the device. Investigation results confirmed the initial report. However, this event has been deemed a reportable event based on investigation results, which also found foreign material found inside of the device pouch.